Manufacturer narrative:
The initial reported event was received on 02-mar-2018. Of note, the reportable malfunction of t wave over-sensing is normally submitted via a bimonthly report submission that would have been due on 10-jun-2018. Information was subsequently received on 30-mar-2018 and revealed the patient is deceased. As there is new information that reasonably suggests the device has or may have caused or contributed to the death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was in cardiac arrest and was ¿in full code.¿ a transmission was forwarded from the emergency department with a question of whether the ¿device fired or if there was a possible arrhythmia. A review of the information showed the ventricular fibrillation (vf) episode was probably t wave over-sensing. Additionally, during chest compression's the sensing integrity count was elevated, and large t waves were present. When additional information was requested it was learned the patient is deceased.